Manufacturer narrative:
A visual inspection was performed. It was observed that the distal platinum tip showed evidence of being severely elongated. The elongated condition of the coil suggests that the distal region of the specimen was constrained during the clinical attempt. Only the distal tip of the device was returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Complaint reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal angioplasty procedure, tip damage was noted. The 90% stenosed lesion was located in a moderately tortuous left subclavian. The platinum plus 018/145 guidewire was placed in to position. Crossing difficulty occurred with a non bcs balloon. The balloon was removed and it was noted that the guidewire was not in place. The physician attempted to place the guidewire again and failed. Underneath fluoroscopy it was noted that there was some tip damage. It was then inserted into a non bsc sheath to remove it without leaving any part of the device in the patient. After it was removed outside the patient, they noted that the tip was damaged. A non bsc guidewire was then inserted into the target lesion. They dilated the lesion with a non bsc balloon. The procedure was completed successfully. The patient status is listed as good with no complications reported. Analysis of the returned device revealed the tip separated.